Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-33, lot # v407759, implanted: (B)(6) 2010, product type lead; product ID 3093-33, lot # v407759, implanted: (B)(6) 2010, product type lead.

Event description:
A manufacturing representative (rep) reported that a patient's implant depleted, with no allegation of a failure. They were replacing the implantable neurostimulator (ins) and the old ins was disconnected and tested with the lead. All impedances were good and the healthcare provider (hcp) got response from the patient. Once the new ins was placed, the rep said all impedances were greater than 4000 ohms. They tested every electrode and they were not getting a patient response. The hcp wiped down the lead and confirmed the blue tip and that setscrew were tight. It was recommended to run stimulation as high as possible for 3-5 minutes to see of it could be an issue of temporary high impedance. No further information was available for this event. The ins was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v407759, implanted: (B)(6) 2010, product type: lead. Product ID 3093-33, lot# v407759, implanted: (B)(6) 2010, product type: lead. Product ID 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID 3093-33, lot# v407759, implanted: (B)(6) 2010, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the lead fractured when the healthcare professional (hcp) was removing it, the rep also noted the lead was partially explanted. The rep stated the was to be just a battery exchange as the patient stated she had good symptom control up until the battery died. It was noted the patient had the old implantable neurostimulator (ins) implanted in 2010. The rep stated the lead and ins were separated and tested motor response on all 4 electrodes, the hcp got a motor response on 3 of 4 electrodes. The lead and the ins were then connected, the impedances were checked after the skin closed at 1, 2.5, 3, and 3.5 and got amplitudes greater than 4,000 ohms on all electrodes. The incision was opened, the two pieces were separated and reinserted and tested again, and the same results were seen. The hcp decided to open a second ins and attach and the same results were seen. The hcp decided to replace the lead, the impedances were checked again with the original ins and were within normal limits. The patient had bellows and toes movement on all 4 electrodes. The ins and lead were both sent to pathology. There were no environmental, external, or patient factors that may have led to the issue. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.